Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further system evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a lead safety switch (lss) due to an out of range pacing impedance measurement on the right ventricular (rv) channel. No adverse patient effects were reported.